Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a heavily calcified, heavily tortuous distal right coronary artery. Using an extension catheter, the 2.50x28mm xience skypoint stent delivery system failed to cross due to the anatomy. Resistance with the anatomy was also met during removal. The distal tip was then noted to be flared. A new xience stent was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.